Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia transcatheter heart valve, the commander delivery system with the crimped valve became stuck in the abdominal aorta and could not be advanced. Upon attempting retrieval, the valve remained lodged in the patient's anatomy while the balloon catheter slid backward. The valve was then partially inflated, allowing removal of the delivery system. A trouser stent was deployed through the sapien 3 ultra resilia valve in the abdominal aorta, and subsequently post-dilated. Another valve was implanted in the annulus and patient was stable post-procedure.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: presence of calcification within the patient's abdominal aorta and bifurcation. The valve appears stuck near the aortic bifurcation during delivery system advancement. The valve appears to have moved distally on balloon during delivery system withdrawal. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported event for unable to track system through anatomy was confirmed based on the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as imagery showed presence of calcification in the abdominal aorta and bifurcation. Patient factors (calcification) may cause constrained sections of the anatomy that may interfere with the passage of the delivery system and causes difficulty during tracking/crossing. The reported event for valve moves on balloon during withdrawal was confirmed based on the provided imagery. A review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of instructions for use and training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As seen during imagery review, the abdominal aorta and bifurcation presented calcification, and the valve was stuck at the aortic bifurcation and could not be tracked further. This suggests that additional pull force was applied while attempting to remove the devices causing the valve to move distally on the balloon due to the constrained vessel. As such, available information suggests that patient factors (calcification) and procedural factors, (device manipulation) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Additional code added to h6 based on device evaluation.